Manufacturer narrative:
Account reported that they closed the case as of (B)(4) 2014 since patient has no further issues. Patient had no loss of best corrected visual acuity and is 20/20. No additional medical or surgical intervention was required and the edema resolved with post-operative drops. Its origin is unknown. Patient had no allergic reaction to medication. Placeholder.

Manufacturer narrative:
(B)(4). Additional report sources: user facility, distributor all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with eyelids swollen shut on both eyes and flap edema in left eye one day post treatment. Patient complained of pain, discomfort and blurred vision. Topical steroid dosage was increased. There was no loss of best corrected visual acuity (bcva) reported.